Manufacturer narrative:
Date sent to the FDA: 05/02/2011. (B)(4) - wound dehiscence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. Representative samples were returned and tested for suture knot tensile strength and the results obtained were above requirements.

Event description:
It was reported that a patient underwent an exploratory laparotomy procedure on an unknown date and suture was used to close the fascia. The patient presented with a dehiscence and a large incisional hernia at 4-5 weeks post operative. No secondary surgery has been performed yet, but they plan to perform hernia surgery. The patient experienced peritonitis on an unknown date.